Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2018 through november 30, 2018.

Manufacturer narrative:
Date sent to FDA: 4/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2018 through november 30, 2018.

Manufacturer narrative:
Date sent to FDA: 6/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2018 through november 30, 2018.

Manufacturer narrative:
Date sent to FDA: 10/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2018 through november 30, 2018.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2018 through november 30, 2018. (B)(4). Total number of events ¿ 132. Tension free vaginal tape ¿ secur - 132.

Event description:
Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and tvt secur was implanted. It was reported that she experienced undisclosed injuries no additional information was provided.